Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is experiencing pain caused by auto-inflation issues at night with this inflatable penile prosthesis (ipp). The patient stated that he has been waking up with the device partially inflated. Patient services specialist provided deflation and valve reset techniques. A medical appointment has been scheduled but not a revision surgery. No additional information was reported.